Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 2.67mm x 14.99mm was found to be broken off. The broken piece was not returned with the instrument. The instrument failed electrical continuity test as a result of the broken grip-tips. The instrument was found to have a broken molded insulator. The molded insulator out from being attached to one of the instrument grips. The broken molded insulator had a missing material approximately 0.035" x 0.156" in size that was not returned. The metal grip was still present/attached to the instrument grip tips. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint regarding out of lives was not confirmed by failure analysis.

Event description:
It was reported that the maryland bipolar forceps instrument was out of lives.